Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The lens did not unfold properly when inserting into the patient's eye. The surgeon decided to remove the lens. The lens was removed with no patient injury. Reporter did not have any further information.

Manufacturer narrative:
(B)(4): method: lens work order search. Results: visual inspection of the returned product found the optic is torn. One haptic, half of the other haptic and pieces of the optic are torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn) - based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined, (B)(4).